Manufacturer narrative:
Sample requested, but not received yet. Evaluation report not available at time of this report.

Event description:
The event was reported as: bite block was insitu when it was removed it came apart and the green attachment lodged in the pt's throat, which was removed by forceps. No report of pt injury. No further info available.